Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the cgm was displaying 45 mg/dl while the bg was 70 mg/dl. The patient did not have any symptoms. The patient's spouse gave the patient 4 glucose tablets but the reading was still low. The spouse decided to bring the patient to the hospital. A nurse checked the bg but the patient could not remember what the value was and could not compare to the cgm as the nurse had the patient's phone. The patient was admitted to the hospital from (B)(6) 2025 to (B)(6) 2025. During hospitalization, the patient was treated with IV fluids until his blood sugar increased. The patient was also put on a "flush" because his kidney was "crashing". Upon discharge, the bg was 119 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.